Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 18.0-20.0 mmol/l. Customer delivered a bolus prior to arriving to the ER in attempt to address bg level. The pump supplies were changed while the customer was in the ER, and the reported high bg level resolved. Reportedly, the cause for the event was due to a leaking cartridge. In addition, the customer alleged that pump did not deliver insulin as intended and that "something looks wrong with the pump where cartridge inserts". A pump system check was performed by tandem technical support and it was determined that the pump functioned as intended. Customer was released from the ER the same day with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.